Event description:
It was reported that the patient's right ventricular (rv) high voltage lead coil was recording high impedance and had a possible fracture. The patient's rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was received in segments and analyzed. There were no anomalies found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).